Manufacturer narrative:
(B)(4). The affected device was received for evaluation with a clear solution in the fluid pathway and connected to an unknown set. Visual inspection ((B)(4)) identified a piece of plastic inside the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small piece of plastic floating in an intravia container filled with zosyn. It was reported that the spike used when filling the bag is the ¿sapphire straight line tubing.¿ this was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.